Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarms occurred. No unexpected battery out limit alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 135 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.